Event description:
It was reported that during a breast biopsy procedure, the device shut down during use when the door of the cart was closed. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.